Manufacturer narrative:
A ge service representative performed an on site investigation. The transmitter was replaced and the system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not calibrate. This rendered the system unusable, which resulted in a total loss of navigation functionality. This could result in the delay or cancellation of a procedure. There is no report or injury or death associated with this event.